Event description:
It has been reported to philips that the system didn't boot. The device was not in clinical use at the time of the event. There was no harm reported. A fse inspected the system onsite and replaced the host pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn't boot. A review of the system log file didn¿t confirm the reported malfunction. Upon functional testing, the fse confirmed the intermittent boot problem on the host-pc. The part analysis of defective host-pc was performed, and it determined physical damage. To resolve the issue, the fse replaced the host-pc, re-installed the license, and configured the system. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.